Manufacturer narrative:
Additional information notification date for this event was incorrect in the initial MDR and is being corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Rehman, a. A., turner, r. C., wright, s., boo, s., rai, a. T. (2018). An autopsy report of basilar artery aneurysm flow diversion complicated by postoperative day 3 hemorrhage from vessel rupture. Bmj case reports, 11(1). Doi:10.1136/bcr-2018-014511 the pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2017-01008, 2029214-2019-00555. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of pipeline flex failure to open. The article states that during a procedure, an initial attempt was made to deploy a 5×30mm pipeline flex stent from the right pca across the basilar aneurysm but the device could not be opened distally because of the tortuosity of the proximal pca and likely size differential of the device relative to the distal artery. The device was removed.